Manufacturer narrative:
(B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received. It was reported that the patient experienced pneumonia and that no laboratory cultures were run. It was reported that the infection and pneumonia were not related to the implanted system or therapy. It was further reported that the infection and pneumonia were a coincidence and that retrospectively they assumed that the symptoms of paleness, blue lips, drowsiness, and hypoxemia were because of the pneumonia. It was noted that the occurrence of the motorstop with audible alarm was a coincidence to the event of the pneumonia. It was noted that there were no symptoms reported that were related to the motorstall. At the same time of the pneumonia the synchromed system was alarming every 10 minutes and the reason for the alarm was not clear. Caretakers had been advised to call emergency in case of a critical alarm. The arriving emergency team misinterpreted the ECG signal as ventricular fibrillation (due to neurostimulator signal) and performed defibrillation. It was previously reported that the pump and catheter were explanted on (B)(6) 2016; however, the devices were explanted on (B)(6) 2017.

Event description:
Additional information was received. It was reported that the pump and the old catheter were explanted on (B)(6) 2016. The pump will be returned for analysis. It was reported that the etiology for the patient was cerebral palsy. It was noted in the pump logs that there were multiple motor stalls and recoveries. There was a motor stall on (B)(6) 2017 at 07:47 and a recovery on (B)(6) 2017 at 13:18; a motor stall on (B)(6) 2017 at 03:28 and a recovery on (B)(6) 2017 at 07:21; and a motor stall on (B)(6) 2017 at 06:21 and a recovery on (B)(6) 2017 at 19:22.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: neu_unknown_cath, lot# unknown, explanted: (B)(6) 2017, product type: catheter.

Event description:
Additional information was received. It was reported that the patient is in this hospital since the emergency case with the motorstop event. It was further reported that during the mentioned surgery on (B)(6) 2017 it was not possible to push the catheter on the wished level of th8. Tip was approximately on the level l1, but with spontaneous csf backflow. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found that in the sc connector there was a non-significant indent in the seal that did not affect infusion. Analysis of the pump found pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: 37601, implanted: (B)(6) 2015, explanted: n/a, product type: neurostimulator.

Event description:
Information was received from a health care professional via a representative regarding patient in switzerland who received unknown baclofen 2000 ug/ml in flex mode at a basal rate of 72.9 ug/h at a dose of ¿2 006.7¿ ug/day via an implantable pump. The patient¿s medical history and concomitant medications were not obtainable. It was reported that during normal use as the patient was living in a special unit for handicapped people, a critical pump alarm was observed from the nurse. This ¿emergency case¿ occurred on (B)(6) 2017 in the morning. Clinically, the patient was drowsy and extremely pale with blue lips. The exact time this was observed was not currently known. The ambulance was called and after checking the heart function they decide to shock the patient twice with a defibrillator. The exact time of heart defibrillation was not known but it was reported that after the pump sent an audible alarm they called the emergency doctor whose cardiac monitoring did show a ¿cardiac event¿ and therefore he defibrillated the patient. It was also reported that due to the monopolar dbs stimulator it was maybe a misunderstanding of the heart curves. In regards to the motor stall occurring as a result of or at the time of the heart defibrxxx illation the reporter noted ¿nearly sure no¿ and reported ¿nearly sure yes¿ that the motor stall was unrelated to the heart defibrillation as the alarm of the pump was the reason why the emergency doctor was called. In hospital, the pump was checked and a ¿motorstop 8:50 until 11:41 was in the log file¿. The provided pump log indicated a motor stall and a motor stall recovery occurred at these times on (B)(6) 2017. ¿yesterday evening¿, the check of the pump showed no further motorstop. The representative later clarified that they had interrogated the pump again on that same day at 16:17. In regards to any environmental, external, or patient factors that may have led or contributed to the event issue was noted as ¿nothing reported¿. It was later provided that the cause of the motor stall was not determined. In addition, the cause of the patient¿s drowsiness, paleness, blue lips and defibrillation and if these were related to the implanting system and or therapy were also unknown. Reportedly, the implanting and emergency doctors were ¿walking in the dark.¿ diagnostic testing/troubleshooting included the check of the pump log file but no further diagnostics done. Further as reported, because of the implanted deep brain stimulator (dbs) system with the pocket adapter the initial planned ¿mrt¿ of the catheter was not performed. Regarding the dbs system, as reported there were no special issue with this product reported but product was checked routinely after the emergency issue with the pump and the defibrillation of the patient during an emergency call. There was no report of intervention that occurred or planned of the dbs system. However, the product status of the pump was reported as implanted-remains in-service. At the time of the report the issue was not resolved. Despite the observed patient symptoms and events reported the patient¿s status was reported from the field as alive-no injury. Interventions/actions taken to the resolve the issue regarding the pump system was no intervention so far. However, the next step as planned was a scheduled replacement on (B)(6) 2017, of the catheter and pump. As of (B)(6) 2017 the patient was still in the hospital with ¿some little infection¿ and pneumonia. The replacement of the pump was scheduled for (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.